Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturer record evaluation was performed and results were obtained as follows: product : 284002. Serial number : (B)(4). Anomalies or discrepancies (non-conformance) : deviation (B)(4) approved by mitek with (B)(4). Rework (B)(4) performed on mitek request. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure the fms vue pump was having low pressure during suction. No patient consequence and no surgical delayed was reported. However a repair quotation approval is needed before repair. No additional information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR , device manufacture date, a manufacturer record evaluation was performed and results were obtained as follows: product : 284002 serial number : (B)(4). The complaint device was received at the service center and evaluated. During evaluation, no defect was found, therefore this complaint cannot be confirmed. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4) and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.